Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath after the insertion sheath was positioned; the device could not advance in the sheath and the sheath tore. The physician felt the bypass tube was not properly inserted into the sheath during the insertion. The angio-seal device was withdrawn and successfully removed from the patient. The angio-seal was replaced by another angio-seal device to achieve hemostasis. The second device successfully achieved hemostasis. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. There was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 8fr angio-seal sts plus device was received for evaluation. No other accessory components were received for product evaluation. The device was received with a header bag that did not have the temperature sensor triggered. Visual inspection revealed that the carrier tube assembly was not mated with the hemostatic sheath. The deployment sleeve was in the forward lock position with the color bands concealed. The anchor was on the distal side of the hemostatic valve. The collagen was on the proximal side of the valve and the bypass tube was not inserted into the valve. There was no microscopic damage indicative of the deployment sleeve ever being locked with the hemostatic sheath hub. When the anchor was removed from the hemostatic sheath, the anchor broke due to the force applied. Under microscopic examination, there was a piece of a gate vestige with ripples around it. The gate vestige was measured and confirmed to meet manufacture specifications. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the dislodged bypass tube likely contributed to the anchor becoming caught on the distal end of the hemostatic sheath which may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined.